Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A CT scan revealed 5 electrodes outside the cochlea. The user has been explanted and reimplanted on august 06, 2024.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the recipient experienced a decrease in hearing benefit with the device due to partial post-operative migration of the electrode out of cochlea. The reported facial nerve stimulation was likely caused by extra-cochlear stimulation in the middle ear. This is a final report.

Event description:
A CT scan revealed 5 electrodes outside the cochlea. The user has been explanted and reimplanted on (B)(6) 2024.